Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected and traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: the connecting tube was protruded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a b30 (scope communication error). The issue was found during maintenance and there were no report of patient harm.